Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned unit are within specs; no ECG strips or data to give evidence of absence of pacing pulses were available; the memory of the device showed paced egm episodes dated from the day of the incident; the inspection of the connector of the returned device upon reception shows that the atrial and ventricular setscrews were normally positioned upon reception but damages were found on the atrial silicone cover and presence of blood inside the distal atrial terminal block showing that some difficulties occurred during screwing/unscrewing operations; because the investigation of the returned pacemaker does not reveal any malfunction, the reported event could not be confirmed; therefore, it should be noted that: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial one is positioned below the axis of the atrial lead connector pin, as described in the labeling.

Event description:
Reportedly, the pacemaker involved in this MDR report could not pace.